Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was an "alarm" on the screen, but the user did not note what the "alarm" was. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version: 2.1.0, ubd: , UDI#: h3: a medtronic representative went to the site to test the equipment. Testing revealed that the issue was not replicated, but the clinical specialist took the software logs for review. H6: fdm b01, fdr c19, fdc d15 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the software analyzed the logs and observed that, there were two sessions and procedures used with the spinal fusion while the user was in navigation. There was a core file generated due to an error. There was a message mentioning motion detected between the tracker and the frame which means scanning was in progress before the crash. Flouroservice exited unexpectedly. However, based on the description of the event and the log review it was not clear what the root cause of the unexpected exit was. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.